Event description:
The ethicon 10 mm endoclip was misfiring. This caused clips to be loose and scissoring. Clips were removed by surgeon and replaced with a new clipper. Health professional's impression:or staff report different lot numbers. Devices from stand alone trocar kits, as well as individual components. Number three (3) of three (3) files regarding this same malfunction.